Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) medical center. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the broken knife part malfunction was due to the coated portion being torn, scorched and melted. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the during a therapeutic endoscopic sphincterotomy (est) procedure, the knife part of the subject device had broken. The procedure was completed using a similar device. There were no reports of patient harm.